Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma.

Event description:
Patient reported a right-side swelling, seroma, hard breast, pain. Healthcare professional reported baker grade IV. Healthcare professional reported right breast implant capsule: ¿ fibrotic breast implant capsule with collagen hyalinization and mild chronic inflammatory infiltrate, without atypia. Device explanted.